Event description:
The facility's clinical engineer reported an infusion pump with an 810:02 failure code that was found in the device's event history during testing. The clinical engineer stated that there was no record of any pt injury or medical intervention, but info regarding whether or not the device was in use on a pt when this failure occurred was not available, and no add'l contact info was provided.